Event description:
A customer reported getting an error-1 message on their freestyle lite blood glucose meter and the test didn't start after sample was applied. They also reported getting an error-1 and error-3 messages on their freestyle freedom lite meter. The customer further reported as a result of being unable to test, he experienced symptoms of hypoglycemia. The paramedics were called and treated him with "sugar shot". He also self-treated with food counteract the event. There was no report of death or permanent impairment associated with this medical event.

Event description:
Per the clinic, the patient was not receiving benefit from the device. The results of an integrity test (B) (6), 2009 indicated normal receiver stimulator function with damage to all electrodes. Explant and reimplantation is planned, but had not taken place at the time of this report december 31, 2009.

Manufacturer narrative:
Per the patients's surgeon, the device was explanted on (B) (6), 2010 and the patient was reimplanted with another device during the same surgery. (B) (4).

Event description:
Caller states the patient tested 5.5 inr on the coaguchek s system and 4.2 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return. Replacement was sent.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).